Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Log analysis was performed on the system. The issue was consistent with a software fault. This issue is being internally tracked by medtronic.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after booting into the cranial application and in the plan task, the system did not proceed from the alphabetical character panel. The site rebooted the system and the issue was resolved. There was no patient present when this issue was identified. This issue was found while engineering reviewed core files and identified that user was in plan task when system went to unresponsive state.

Manufacturer narrative:
Correction: correct catalog number and brand name provided. No 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
(B)(4).